Manufacturer narrative:
The technician found the s-7 head up valve on hydraulic manifold was stuck. He replaced s-7 head up valve to repair the bed.

Event description:
Information rec'd indicates the head of the bed cannot be raised.